Manufacturer narrative:
Zimmer biomet (B)(4). Device requested, but not yet returned to manufacturer.

Event description:
Tooth number 28. Moderate bone density with a history of clenching and high blood pressure.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The 3i t3® non-platform switched tapered implant 4 x 10mm (item #bost410) was returned for investigation. Visual inspection of the returned product identified no signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The product dimensions were measured and found to be within specifications of the product's engineering drawing. It was reported that the patient had pre-existing condition of high blood pressure and clenching tendency. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to severe pain. The reported event is non-verifiable due to the nature of the event and lack of definitive evidence. A definitive root cause for this complaint could not be determined.

Event description:
It was reported that the patient experienced pain at the implant site and the implant was removed.